Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 500 mg/dl. Customer reported repeated no delivery alarm. Customer stated that the cannula is not bent. Customer wishes to run an additional 5 units fixed prime to determine if cannula/site connection may be occluded. Results of prime: insulin exited. The insulin pump will not be returned for analysis.